Event description:
Caller reported aviva system blood glucose results taken within 10 minutes: 178 mg/dl at 7:00am, 97 mg/dl at 7:01am, 138 mg/dl at 7:02am. No adverse event reported, meter and strips replaced and requested for return.